Event description:
It was reported that the user experienced hyperglycemia with blood glucose increasing from 178 mg/dl on waking to a peak of 254 mg/dl while using the ilet with contact detach 23" 6 mm and a dexcom g7 sensor, after performing two ¿ghost¿ meal announcements, including one after changing all infusion and sensor supplies. Symptoms included irritability, lethargy, and flu-like feeling. Outcomes included no alerts or alarms and no hospitalization. Investigation included call-based troubleshooting and education on the impact of false meal announcements on insulin dosing, as well as guidance to replace all supplies and confirm sensor pairing code 8598. Investigation of this case revealed that incorrect use of the meal announcement feature likely confounded automated dosing and insulin delivery expectations, and that replacing supplies was completed without issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.